Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to moisture due to swimming and as a result, the display screen went blank. The insulin pump is returning. The customer's blood glucose was unknown.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment, cracked battery tube threads and missing display window cover.